Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the customer had to hold the cable near the connector to get an image. The customer also described that the hdmi connection was "loose". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was sent to the customer and the reported glidescope video baton 2.0 large along with a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and confirmed the reported image issues. When connecting the customer's glidescope video baton 2.0 large to known, good, test verathon equipment, the video baton produced intermittent split-screen, and intermittent green / pink horizontal lines. Upon visual inspection the verathon technical service representative observed visible damage to the video baton's connector. The verathon technical service representative next connected the customer's glidescope core smart cable to known, good, test verathon equipment, the returned cable produced both discolored and a pixelated image. The camera image quality test was performed and failed for both the glidescope video baton 2.0 large and glidescope core smart cable. Upon completion of the evaluation the customer's glidescope video baton 2.0 large and glidescope core smart cable were scrapped as they had already been replaced prior to their return, and there being no repairs available for the devices. Corrective action is not required at this time. Verathon will continue to monitor for trends.